Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation was diagnosed by a physical examination on (B)(6) 2017. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
The field experience report containing additional information was received on 4/9/2018. The date of explant has been updated. Manufacturer¿s reference number: (B)(4).